Event description:
The pt had oral surgery for dental implant placement. During the initial surgery, the surgeon placed the implant in the remaining bone and used an sinbone ht xenograft for guided bone regeneration and epi-guide to prevent soft tissue migration. Primary closure was achieved and healing was successful. At approx two months after surgery, a small cyst/fistula was observed and the pt was diagnosed with a severe infection. The infection was successfully treated with antibiotics.

Manufacturer narrative:
The complainant was initially submitted on april 30th for the appearance of a yellowish fluid coming out of the implant site when the gingival was cut for the second stage of the implant procedure in three of the dentist's cases. Further, it was mentioned that one of the pts had a small cyst/fistula two months after surgery. At that time, questions were sent to the dentist requesting additional info abut the implant procedures, the pts and each pts' outcome. On june 19, 2009, answers to the questions were received and the dentist stated that one of the pts required an "antibiotic protocol for severe infection." Therefore, based on this new info, it was determined that a MDR should be filed. The device used in the procedure came from one of 3 possible lots. The device history records for each of the 3 lots were reviewed.